Event description:
Information received indicates that during a 12.5 hour spine procedure, 7100cc of blood was processed through the auto-transfusion instrument (atlg110). 2700cc of blood was returned to the patient. The patient died in , 2006. No information given on the cause of death. The hospital risk management is alleging that all equipment used during this procedure may have contributed to the death, of which the atlg110 is one.

Manufacturer narrative:
Although the device was not returned, it was evaluated at the account by a medtronic field service technician. An evaluation of the atlg110 revealed no problems with the instrument. There were no visible abnormalities. A test cycle was performed and all machine functions were verified with no problems noted. The device history log was viewed and showed the device had been used 12 times subsequent to the reported event, with no adverse issues during use. Following this evaluation, the device was returned to service at the account. Conclusion: no specific problem with the atlg110 was noted and no failure could be found with the device. The cause of the report cannot be determined.